Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -01.75 diopter, in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to elevated intraocular pressure (iop), pigment dispersion and unreactive (fixed) pupil. The surgeon decided not to implant another lens. The cause of the event was due to patient related factor. The patients post-op condition was glaucoma associated with pigmentary dispersion.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with clear surgical residue on the lens. Visual inspection found the lens haptic bent and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use (safety and effectiveness of the lens has not been established in patients with history of previous ocular surgery including refractive corneal surgery). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - method code: 3331 should be corrected to 4110 in supplemental medwatch report #2. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6-lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).